Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.(B)(4).

Event description:
This report is being filed after the review of the following journal article: hitchon, p.w., torner, j., eichholz, k.m., and beeler, s.n. (2006), comparison of anterolateral and posterior approaches in the management of thoracolumbar burst fractures, journal of neurosurgery: spine, vol. 5 (2), pages 117¿125 (USA). The aim of this retrospective cohort study is to compare the anterolateral and posterior approaches in the management of patients with t11-l2 thoracolumbar burst fractures who underwent decompression. Between july 1992 to april 2005, a total of 63 patients (45 male and 18 female) were included in the study. The instrumentation was placed posteriorly and anterolaterally. The anterolateral approach was performed in 38 patients (26 male and 12 female) with a mean age of 42±15 years (range 18¿70 years). Stackable cfcs (depuy spine, raynham, ma) were placed in 17 patients. Lateral instrumentation involved the implantation of dual rods and screws in 31 patients (kaneda [depuy spine]), and plates and screws in 7 patients (profile [depuy spine]). The mean follow-up duration after discharge from the hospital was 1.8 years (range 6 months¿8 years). The following complications were reported as follows: 2 patients died. A (B)(6) year old man with an l-2 fracture who had undergone anterior surgery involving the placement of a strut graft (femoral allograft) and dual rod¿screw instrumentation. Postoperatively, angulation increased due to the small size of the graft and its posterior location. Revision surgery was undertaken 11 days later and the femoral allograft was replaced with a large, stackable cfc and reinforced with posterior pss. This report is for stackable cfcs (depuy spine, raynham, ma), kaneda [depuy spine], and a profile [depuy spine]. This is report 2 of 3 for (B)(4).